Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump was received with operating currents within specification. The insulin pump passed self-test, error test, rewind, basic occlusion test and displacement test. However, we were unable to prime during prime test due to faulty force sensor. We were unable to perform excessive no delivery test or occlusion test due to prime anomaly. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners. The insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported that the customer was walking home in the rain and took off the insulin pump and placed it in his backpack. Customer had a button error alarm when he got home and the alarm would not clear. Customer's blood glucose was 545 mg/dl at the time of the incident. Customer has not treated but was about to give a manual injection. Caller stated that the pump was exposed to water via the rain. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.